Event description:
- Bilateral partial capsulectomies- bilateral explantation prosthesis- bilateral revision reconstruction prosthetic suction cystolipectomy of neck and cheeksnew implants - saline filledno data on exlants except implanted march 1994.